Manufacturer narrative:
Date of event: corrected.

Manufacturer narrative:
(B)(4). Adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2011, a patient underwent treatment of a type b uncomplicated aortic dissection with gore® excluder® aaa endoprostheses. This patient had prior endovascular repair with unknown devices. The maximum aortic diameter measurement was not given. On (B)(6) 2011 the maximum aortic diameter was 69mm. On (B)(6) 2012, the maximum aortic diameter was 67mm. On (B)(6) 2015 the maximum aortic diameter was 68mm. On (B)(6) 2015 the patient was reported to have growing aneurysm at the proximal aortic neck, at the level of the first 3rd of the endoprosthesis. On (B)(6) 2015 an additional aortic endograft was implanted. On (B)(6) 2015 the patient returned for follow-up with good outcome and no complaints. On (B)(6) 2016 the maximum aortic diameter was 69mm. On september 6, 2016 the maximum aortic diameter was 67mm. On (B)(6) 2017 the patient presented with sepsis, unrelated to the devices or procedures. On (B)(6) 2017 the patient expired.